Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in italy underwent a procedure for the re-placement of a percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020 the gastroenterologist reported that during an esophagogastroduodenoscopy, a buried bumper syndrome was detected. For this reason the device was removed and a jejunostomy was placed. No further information is available.